Event description:
It was reported that during advancement of the iab through the introducer sheath, it became stuck, and could not be fully advanced. Because of this, the iab was removed and replaced. There were no patient complications.